Manufacturer narrative:
On 1-sep-2021, the device was returned for evaluation. The investigation was completed on 2-sep-2021. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view extended to the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold on the posterior view measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7/23/2021, it was reported to mentor that the date of explant is (B)(6) 2021 . The replacement devices were mentor smooth round moderate plus profile 325cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09-sep-2021, mentor received additional information about the event: it was reported that the patient¿s dog jumped on her chest and struck her right breast. The following day, the patient noticed her right breast prosthesis getting smaller. The patient developed baker grade ii capsular contracture in her left breast post implantation. A separate medwatch report will be submitted for the patient¿s left breast prosthesis. On (B)(6) 2021, mentor completed a second investigation on the suspect medical device to address the chest injury caused by patient¿s dog jumping on her chest. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant after her dog jumping onto her chest and striking it. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view extended to the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold on the posterior view measuring approximately 0.2 cm. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the saline-filled mammary prosthesis. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/28/2021, it was reported to mentor that the implant was not removed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a year-old caucasian female patient underwent a breast augmentation primary with a mentor smooth round moderate plus profile 325cc and suffered from the right side deflation. As a result, the patient had undergone removal on (B)(6) 2021.